Event description:
It was reported that "while doing revision, the screw head was found detached from the screw. This was found during inter-operation. This was not found pre-op through x-ray. This screw was located at union level. The surgeon was able to extract the screw with a poly adjustment screwdriver."

Manufacturer narrative:
Na